Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than two months after implant of the implantable cardioverter defibrillator (ICD), the entire ICD system was explanted due to infection. No further patient complications have been reported as a result of this event.